Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix 3000 ml eva tpn bags were leaking. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: lot number. Three (3) samples were received for evaluation. Visual inspection revealed insufficient welding at the bottom right weld point of the bags. Functional testing was performed and revealed a leak from the bottom right weld point. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. This issue is being further investigated. A batch review was performed and revealed that during manufacture of this lot, temperature and dwell time had been run out of validated parameters. The affected units were segregated and 100% inspected. All units that were identified to be defective were scrapped. Should additional relevant information become available, a supplemental report will be submitted.